Event description:
The customer states the ac-t diff2 instrument generated erroneous low rbc (red blood cell), hemoglobin and/or platelet results with instrument generated flags (to review test results) on two patients. The in-house nurse reviewed the results and sent the samples to a reference laboratory where they were processed on an alternate analyzer. Higher rbc and hemoglobin results were seen with both patient samples when tested on the alternate analyzer. The platelet count for patient #1 was lower on the alternate analyzer and the platelet count for patient #2 was higher. The erroneous results were not reported out of the laboratory. There were no reported changes to patient treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. On (B)(4) 2009 the field service engineer (fse) did some troubleshooting of the problem with the customer and consulted an internal service specialist. Several parts were ordered. On (B)(4) 2009 the fse cleaned the drain and installed a drain fitting into the sink strainer to keep the drain line out of the standpipe. He noticed the waste filter was installed backwards; he replaced the filter in correct orientation. He also replaced rbc mixing check valve, changed altitude compensation from 4 to 5 and verified instrument performance after repairs. The root cause is unknown but maybe related to hardware that was replaced or cleaned during servicing.